Event description:
It was reported that the device was fired twice and it did not work. No pt consequence.

Manufacturer narrative:
D4: serial#=na. H6: damaged clamping mechanism. Evaluation summary: the analysis results found that the device was received in good visual condition and with a cartridge loaded in the device. The cartridge was received fully loaded with staples. The device was noted to have the clamping mechanisms damaged, no functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth were broken. The returned cartridge was tested for functionality with a test device and it fired, cut and formed all the staples as intended. Although no conclusion could be reached as to how the yoke teeth became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during mfg to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.